Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert recorded around the time the issue began. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing charging supplies, and the pump began charging again, requiring no further assistance.